Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found. Conclusion: (no conclusion can be drawn) - based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the cc4204a collamer plate lens tore as it was inserted into the eye. The lens was removed without enlarging the incision and there was no patient injury. The lens was discarded.